Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
D1 brand name was revised. The investigation was completed. Investigation summary: the cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Aortic placement signal disappeared and then controller fault error message appeared. The console was swapped. This is one of three related reports. This report represents the automated impella controller and another report will be submitted to represent the impella cp and another report will be submitted to represent the impella 5.5.

Manufacturer narrative:
B3: updated date of event per information from the customer.